Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & defects¿ or malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is having increased seizures. Patient has been referred for battery change. Battery is 25-50%. No known surgical intervention has occurred to date.

Event description:
The managing physician assessed that the increased seizures was due to low battery and reported that the seizure levels are above vns baseline levels. Battery replacement was performed. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Generator product analysis was approved for the device. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The explanted device was received into product analysis. Product analysis is underway but not yet completed. No other relevant information has been received to date.